Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing diminished pain relief and diminished effectiveness of therapy. The patient alleged that after a seemingly benign hyperextension of his neck to take his medication a few weeks ago the pain relief diminished significantly. Impedances were checked and found to be within normal limits. No further complications were reported as a result of this event. Additional information was received from the manufacturer representative. It was reported that the diminished pain relief was due to lead migration, which was confirmed by x-rays. The manufacturer representative reprogrammed the patient¿s device to activate electrodes over the same area that were stimulated post-implant. It was noted that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.